Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lead was found to be dislodged when it was noted to have high thresholds. The patient denies any adverse effect. This lead was successfully repositioned without any complications and the patient was discharged home the next day.